Event description:
It was reported that the user experienced recurrent low blood glucose documented at 60 mg/dl while using the ilet and, out of fear of severe hypoglycemia, frequently paused or disconnected the device; the user also announced a meal while already low, and an agent advised that the ilet suspends insulin delivery at 70 mg/dl or during rapid glucose decline, with oral glucose used for treatment. Customer care provided support that included review of device data and user-reported events. Investigation of this case revealed no device malfunction and suggested user-driven interruptions of insulin delivery and an inappropriate meal announcement during hypoglycemia as contributors. No clinical symptoms associated with low glucose. Outcomes included impact to daily device use and the need for additional training. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.